Event description:
The test strips involved in this case have failed functional testing since there were marks at the side of the sample chamber. Two test strips fell out of range with the control solution.